Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the instrument end of the vertek arm is locked up. When the handle is tightened, the ends of the arm lock down, but the central joint remains loose. This is a down revision part. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not hold it's position and tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.